Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing facility for evaluation. Only the actual mini guide wire sample was returned, visual inspection found that the urethane layer had been sheared off half circumferentially and was missing on the segment approximately. 15mm - 125mm from the distal end. Magnifying inspection of the urethane-sheared segment found that the shear cross section presented the smooth surface along the total area approximately 15mm - 125mm from the distal end. Magnifying inspection of the segment around 125mm from the distal end found the generation of some abrasions. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications, being comparable to that of the current product sample. Simulation testing was conducted on a product sample. A mini guide wire sample (0.035 inch) was inserted into a factory-reserved metallic needle (18g) in the state where the needle was held inclined at an angle of 30 degrees. The mini guide wire was found to be able to be inserted into the needle without any resistance. The mini guide wire was then pulled slightly back in the proximal direction. It was caught in the lancet cut at the needle point with the generation of some resistance. Subsequently, when a further pulling force was applied to the mini guide wire, the urethane layer on the mini guide wire got sheared in the distal direction with the shear cross-section presenting a smooth state. The damage similar to that on the actual sample was duplicated. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no indication that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information from the user facility, the appearance of the involved sample is consistent with the actual sample being used in combination with a metallic needle. The urethane layer of the actual sample was caught in the metallic needle and sheared off during further pull-back manipulation. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) with statements such as the following: "do not use a metal cannula as an entry needle. Withdrawing the mini guide wire through a metal cannula or advancing a metal cannula over the mini guide wire may result in shearing of the miniguide wire or scraping of its plastic coating. This may lead to damage to the blood vessel or the sheath, as well as release of fragments from the wire into the blood stream." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported separation of the urethane layer in the glidesheath device. Follow up communication with the user facility reported the following information: (1) the urethane coating layer of the mini guide wire came off while being used in combination with a metal needle; and (2) the layer of urethane was removed from the patient's body and discarded by the user facility.